Event description:
Information received regarding the explanted device notes pauses in pacing output. Due to insulation damage on the associated lead, the device was programmed to unipolar pace. After two software downloads, inhibition was still noted and then the device went to vvi back-up. After lead replacement, pauses in pacing were still seen. Therefore, the pulse generator was also replaced. The patient recovered after the event.